Manufacturer narrative:
The nurse reported that the gz transmitter did not alarm for low spo2 when the oxygen dropped for the patient. They swapped out the transmitter already and fixed the issue. They are actively seeing spo2 alarms now. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the gz transmitter did not alarm for low spo2 when the oxygen dropped for the patient. They swapped out the transmitter already and fixed the issue. They are actively seeing spo2 alarms now. No patient harm was reported.